Manufacturer narrative:
Unit was not explanted, thus sample is not available for evaluation and reported issue cannot be confirmed. The serial and lot number are unknown and was not provided. If additional information is provided or sample is returned to new world medical, this report will be updated.

Event description:
Doctor reported, "1 patient who had malignant glaucoma and associated flat chamber. She had the same thing happen in the other eye 4 years with ahmed placement, so not unexpected."